Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked properly during testing. Pump received with no response from any buttons, problem isolated to the keypad assembly. Unit unable to download to thus. Unit was cut open to visually inspect the electronic board and connectors. During visual inspection moisture damage noted at keypad traces under overlay. Isolate to electronic assembly. The keypad traces and electronic assemblies were inspected, and no anomalies noted. Unit received with battery tube threads - cracked, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. In summary, customer allegation of cosmetic damage was confirmed during visual inspection when cracked case on battery tube was observed. Unit was received with no response from keypad buttons due to moisture damage. Unable to download due to keypad unresponsiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1712kl. Troubleshooting was performed, and damaged on the back of the pump. No harm requiring medical intervention was reported. Product return was requested for mmt-1712kl. The customer will discontinue using the device, and the customer response was that the device was returned.